Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to diabetic ketoacidosis. The customer reported that there was an emergency call for the high blood glucose. The customer also reported that they found a no delivery alarm in the alarm history. The customer's blood glucose was 700 mg/dl at the time of the incident. The customer's blood glucose was 336 mg/dl at the time of call. The customer stated that the high blood glucose was treated with the insulin pump and manual injections. The customer performed high pressure test and the insulin pump passed. The customer declined to troubleshoot for air bubbles, leaks, insulin issues and site issues. The customer stated that there were no setting issues found. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.